Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported that during a transfusion, the tubing disconnected from the bottom of the filter. No patient harm or medical intervention was reported. No further patient/event information was reported.